Event description:
The patient actually did well during the open procedure and the explanted graft was discarded. On day 4 post op patient went into afib and went into congested heart failure. The patient was dnr so was not re-intubated and passed. The physician felt that complications from the open procedure were the cause of death not aneurysm related.

Event description:
An endurant ii stent graft system was implanted for treatment of an abdominal aortic aneurysm. It was reported that the on a follow up CT a proximal type I endoleak was noted. The patient was treated; however, it was unsuccessful. The physician felt that there was such a short angled neck when preserving the accessory left renal that the graft pulled away from the vessel wall in the angle. The physician gained access and put up a 14fr sentrant sheath then mounted another manufacturer¿s stent on another manufacturer¿s balloon. When he went up with the balloon for some unknown reason the center of the other manufacturer¿s stent did not open and it look like a napkin ring lesion. The patient was treated with another manufacturer¿s stent only because it failed to open properly and a cuff would never have pass through the crimped area of the stent. The physician then put up a 12x4cm balloon to post dilate to see if he could get stent to gradually open. The balloon ruptured and then became stuck on the stent. After several attempts he was finally able to retrieve the balloon catheter however it look like some of the balloon material was still hooked to stent. He then tried to post dilate with a 6x2 balloon and still the stent did not open. At that time the physician decided that the patient needed to go to open surgery. The physician stated that the patient was converted to open repair and the stent grafts and the other manufacturer¿s stent were explanted. The surgery was successful; however, patient passed away post op from complications, patient had a dnr. The physician stated the event was related to the device and procedure.

Manufacturer narrative:
Exact date of death is unknown. (B)(4). Evaluation codes, conclusions: (B)(4) angulated neck.